Event description:
It was reported that the system 9800 had torn insulation on the ac power cord creating a shock hazard. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The power cord was replaced. The system was tested and found to be working as intended and placed back into service.